Event description:
It was reported that the pump did not charge when placed on the charging pad for several hours, and the user was unsure of the charger indicator status. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the pump began charging after the user oriented the device with the screen facing up and removed the belt clip, indicating improper placement on the charging pad rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique.